Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer¿s blood glucose was 143 mg/dl at the time of call. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sensor glucose value of 40 mg/dl and threshold/low suspend limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.